Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was torn haptic. Additional information was received stating that, there was no patient harm. The surgeon also stated that the prognosis of the patient was fully recovered.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned in two pieces inside a sample container. Solution is dried on the iol. One haptic is broken/torn and not returned, the other haptic is intact. The optic is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "torn haptic". The returned iol shows evidence of handling by the customer, solution is observed on the iol and the observed damage is consistent with lens having been explanted". All iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).